Manufacturer narrative:
Manufacturer's investigation conclusion: low power hazard/no external power alarms while on the mpu (mobile power unit) was confirmed based on the log file data provided by the account. The submitted log file contained events and data captures spanning from (B)(6) 2024. Low battery hazard/no external power alarms were captured on (B)(6) 2024 at 07:36:36 due to a loss of ac (alternating current) power while the controller was connected to the mpu. The backup battery was able to provide power to the system during the event. The alarms cleared once power was restored. Pump operation was not affected, and the device appeared to function as intended. A root cause for the event cannot be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and revealed no deviations from manufacturing or quality assurance specifications. Heartmate ii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis revealed a no external power alarm on (B)(6) 2024 that appeared to be caused by a loss of ac power to the mobile power unit (mpu). There was no power outage that was mentioned by the patient. The mpu has a v-lock connector on the ac power cord. Whether the ac power cord came loose at the wall outlet or from the back of the unit was unknown as the patient was a poor historian. The mpu was not exchanged or removed from service.